Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the suction irrigator tip fell off into the patient. There were no further details available at the time. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the suction irrigator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. The suction irrigator (part # 480299-06/ lot # k10201019-0002) was last used on (B)(6) 2022 on system (B)(4) during a low anterior resection procedure. This is a single use product. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted low anterior resection procedure. The fragment was retrieved during the same procedure with no patient injury.